Event description:
It was reported that the patient presented with skin discoloration around the device implantation site due to an infection. The physician did not specify the cause of the infection or whether it was related to an abbott product or procedure. The pacemaker system was explanted, and the patient was recovering post-procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.